Event description:
Reusable and disposable filters in my dreamstation bipap were black when I checked them in the morning. Have had several filters turn different shades of grey here and there then another one black again last night. This is my new dreamstation bipap that philips replaced in 2021. I use a resmed f20 mask and an oxygen concentrator with my bipap machine. I had a ruptured brain aneurysm/subarachnoid hemorrhage stroke and have a stent in vistal v3 and v4 in my left vertebral artery.